Event description:
A (B)(4) old male patient contacted zoll customer support to report his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The patient received a replacement monitor.